Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and moderately frayed. No other anomalies were observed. Testing/analysis: n/a . Conclusion: based on the returned device, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It was reported that ¿the pipeline was resheathed more than 2 times.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured terminal internal carotid artery-clinoid segment aneurysm with a max diameter of 15mm and a 8mm neck diameter. The landing zone was 2.4mm at the distal end and 3.0mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was unknown, but thrombelastogram was done, and this was qualified. The angiographic result post procedure was after another stent was placed after the surgery, the treatment was completed and the patient was removed from the operating table safely. No patient symptoms or further complications were reported as a result of this event. It was reported that after the stent was in place, the surgeon repeatedly operated to open it, but the stent could not be opened. Due to the control of strength and repeated operation of the stent, the stent was not opened and directly herniated into the aneurysm sac. Because the route to this aneurysm was very difficult to push the stent to go upper, the surgeon tried microcatheter docking outside the body, but because the tip of marksman used was very soft, and the docking failed. The surgeon thought that the small wings at the tip of our stent might be too difficult to open, resulting in implantation failure, and requested to scrap it. The surgeon re-implanted another stent of our company. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were p repared as indicated in the IFU. Ancillary devices include a 8f cordis guide catheter, marksman microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.